Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging sleeping problems. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused sleeping problems and chest pains. The patient underwent two heart surgerys in (B)(6) 2021. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused sleeping problems and chest pains. The patient underwent two heart surgerys in (B)(6) 2021. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Corrected information provided in sections b1 (checked adverse event), b2 (other serious or important medical events), b7 (removed the patient has the medical history of two heart surgerys in (B)(6)) and h1 (changed to seriosu injury). Sections d1, d3, d4 and h4 updated in this report. Section h6 corrected and updated in this report.